Event description:
During a review of the logs of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified which occurred in the therapy initiated on (B)(6) 2013 at 08:39:10 during cycle 4. The patient's largest prescribed fill volume (lpfv) was 2000ml and the drain volume was 3212ml. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of the reported issue was identified to be use error, tidal total ultra filtration removal set too low. Homechoice apd systems trainer's guide gives instructions on how to set the tidal therapy settings. It includes the warning that "a total uf volume set too low can result in a gradual buildup of uf volume during the therapy. This can result in an iipv situation. The section "topic 4: tidal therapy" gives the trainer instructions on how to properly set tidal therapy values; the instructions state "a good starting point would be, at a minimum, to review a drain history over the previous seven treatment days. The total amount of uf over the seven days should be added and then divided by seven to obtain an average daily uf goal." The suggested setting for total uf is described as "seventy percent of the normal night uf is a good starting point for determining the optimum total uf. " the labeling reviewed was found to be sufficient. Should additional relevant information become available, a supplemental report will be submitted.